Event description:
A report was received that an unconfirmed number of employees presented some adverse reactions, primarily eye and respiratory discomfort. Cidex opa is used in two rooms with a closed exhausting system with filters. The facility averages about 90 procedures per day. Three lots of the product were identified, but it is unknown which lot number was associated with the reported reactions. Thus, three complaint files were opened, one for each lot number. Additional complaint files will be opened as specific user information is received. Additional information stated three are about 20 air exchanges per hour (based on facility fan settings) in the disinfection room which represent the total air exchange. The other room, considered as the "dirty" room, has one small exhaust duct that is felt not to have adequate air changes due to the duct size. An affiliate observed the cleaning process at the facility. In the "dirty," room it was noted that after immersion of the endoscopes in cidex opa, the solution was leaking from the lid of the container (where the instruments had been immersed) and from the syringe used to inject cidex opa inside endoscopes. There were also drops of the solution on the floor, mainly from people's gloved hands that were wet with the solution. The users use two latex gloves, but do not remove or wash them after handling endoscopes that were in the solution. They adjust protection equipment, write notes and continue working without any cleaning action.

Manufacturer narrative:
Lot: unk: it is unk which of the three reported lots were associated with the adverse reactions. For purposes of capturing the information, lot # 110608358 was assigned to this complaint. (Irritation, respiratory discomfort)